Manufacturer narrative:
E.1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV.

Event description:
Physician reported right side capsular contracture, baker grade IV, diagnosed via ultrasound. The device has been explanted with a complete capsulectomy and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, diagnosed via ultrasound. The device has been explanted with a complete capsulectomy and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Laboratory analysis summary. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported right side capsular contracture, baker grade IV, diagnosed via ultrasound. The device has been explanted with a complete capsulectomy and replaced with a non-allergan device.